Event description:
It was reported that the implants on teeth #4 and #5 became infected and failed to integrate due to peri-implantitis. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01787. Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01787-1. This report is being submitted to relay corrected information for the initial report: 0002023141-2022-01786. Corrected data: the catalog number is being updated to tsvt4b13, lot number: 1248398. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon product evaluation and follow up with the customer, it is believed that that the implant that was initially reported remains implanted. The implant information for the implant received is being updated in this report.